Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that multiple service activities were required. The technician performed service activities on all applicable monitors, tested the function and operation, confirmed them to be operating to specifications and returned them to service. No additional issues have been reported.

Event description:
The user facility reported that monitors connected to their hexavue ip custom room racks are experiencing operating issues. No report of injury.